Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultramini meter. The patient indicated that the alleged issue started on (B) (6) 2010, at 11:30 am. She claimed that the alleged issue occurred with 2 lot #'s of test strips. Eight hours after the alleged "apply sample" issue began, the patient claimed that she developed symptoms of "excessive thirst, vomiting, nausea, dry mouth, frequent urination, and weakness." The pt denied that she received treatment because of the alleged issue. After the issue began, the pt took her usual dosages of apidra and lantus insulins. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury 8 hours after the alleged issue began.